Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased architect prolactin results on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found the valve, manifold kit (rohs), part number 7-77612-03, for wash zones 1 and 2 failed the diagnostic check and replaced it, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely decreased architect prolactin result. The customer provided the following data: sample ID: (B)(6) initial result, on (B)(6) 2022, was 12, repeat result was 310 miu/ml. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: sample ID: (B)(6). All available patient information was included. Additional patient details are not available.